Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for low blood glucose levels. The customer had just had surgery a few days prior, and her doctor felt that it may have contributed to the event. The customer declined to do any troubleshooting. Nothing further was reported.